Event description:
It was reported there was no capture and low lead impedance. It was also reported an insulation break was visable on fluoroscopy. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.